Manufacturer narrative:
The device has not been returned/received. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was not inserted correctly into the infusion site and was visible upon removal of the pod. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient¿s blood glucose level reached 22 mmol/l (396 mg/dl). The pod was worn between 25 and 36 hours on the arm. It was noted that the cannula was not inserted correctly into the infusion site and was visible upon removal of the pod. Hyperglycemia treated with a new pod.